Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 4,800 mcg/ml fentanyl at a dose of 1,576 mcg/day and 4 mg/ml hydromorphone at a dose of 1.3 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had a pump refill yesterday ((B)(6) 2017) with no dose change and today ((B)(6) 2017) he was in the hospital and obtunded. The rep was called to the hospital emergency room and interrogated the pump and the logs were normal. This was regarded as a sudden change in symptoms. No further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep) on 2017-may-31. It was reported that the patient was given narcan while the rep was present and the patient responded to that intervention.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. Fdd (B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was hospitalized a couple of weeks ago due to being "delirious and completely unaware of his surroundings". There were no reservoir volume discrepancies that the rep was aware of. The patient was in the hospital for 10 days. Per the patient's wife, the patient had since been discharged from the hospital, the rep was not sure when, and patient had not experienced those symptoms since. The event logs were normal with no motor stalls or other anomalies per the rep. Per the rep they were unable to aspirate the catheter via the catheter access port (cap) on (B)(6) 2017 when trying to perform a catheter dye study. So the plan was to replace the pump and catheter per the healthcare professional (hcp) who tried performing the dye study. The rep did not know the date of the revision but stated the patient was beginning to complete the paperwork for it. The event logs were to be sent back with the pump when it was returned for analysis. No further complications were expected or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-jun-22. It was reported that the pump was replaced on (B)(6) 2017. The pump was not to be returned for analysis.